Manufacturer narrative:
Medwatch sent to FDA on 6/21/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic reaction, swelling, tenderness and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: ¿injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration.¿ adverse events: ¿the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: ¿the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache.¿ ¿inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess.¿ ¿serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain.¿ ¿the onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks.¿ ¿the onset of ecchymosis generally varied from immediate to 1 day post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases ecchymosis resolved within a few days to 6 weeks.¿

Event description:
Healthcare professional reported that immediately after injection in the lips with one syringe of juvéderm ultra plus xc, the patient experienced ¿upper left lip swelling that turned into both upper and lower lips swelling.¿ physician noted that the upper lip is far worse than the lower lip. Patient was injected with 25 units of hylenex, but symptoms did not improve. Patient was also treated with benadryl, decadron, and valtrex. Healthcare professional stated that the day after injection, the patient's "lips were just as [patient] wanted them, fullness equally filled on left and right sides, lower lip slightly more full than upper. No itching redness, swelling. Slight tenderness and bruising in pink area of lips.¿

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that immediately after injection in the lips with one syringe of juvéderm® ultra plus xc, the patient experienced ¿upper left lip swelling that turned into both upper and lower lips swelling.¿ physician noted that the upper lip is far worse than the lower lip. Patient was injected with 25 units of hylenex, but symptoms did not improve. Patient was also treated with benadryl, decadron, and valtrex. Healthcare professional stated that the day after injection, the patient's "lips were just as [patient] wanted them, fullness equally filled on left and right sides, lower lip slightly more full than upper. No itching redness, swelling. Slight tenderness and bruising in pink area of lips.¿